Manufacturer narrative:
Facility staff reported that they can put this unit in brake and then shakes the bed and it pops out of brake. Requested that they isolate the head end from foot end and troubleshoot. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Facility staff said they can put this unit in brake and then shakes the bed and it pops out of brake. No injury reported.